Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with mentor memorygel breast implants 425cc and suffered several unexplained systemic symptoms, including undifferentiated connective tissue disease, chronic inflammation with histocytes and granulomatous reaction in both capsules, three strains of (B)(6), capsular contracture baker grade unknown on the right side, and acnes bacterium were found in a bacterial dna analysis of my left side implant pocket. It was also reported that there were discrepancies in the color and placement of the font on the device. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2019. This report is for the right side.